Manufacturer narrative:
In voluntary report #mw5144530 reported information is very laconic, with only general details - device pn and lot#, the implant, and explant dates. Nothing about the patient's health condition. Nor any identifying information about the doctor reporting or the patient involved. A summary investigation has been completed for the inadequate osseointegration, events recognizing that a definitive root cause cannot be identified due to a wide range missing of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc. ) / patient habits (e.g., smoking) and surgical technique. The investigation for this event has not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to failure/inadequate of osseointegration occurring has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
A voluntary report #mw5144530 was received on 9 th september 2023. Description of event: infection, mobility, pain, bone loss, implant failed to integrate. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to additional documents in i2k.

Manufacturer narrative:
UDI related data quality updates only.